Event description:
In (B) (6) 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultralink meter was giving the apply sample icon after the blood sample was applied to the test strip. The (B) (4) medical affairs specialist was able to classify the complaint based on the information originally provided. In (B) (6) 2009, at 6:00 pm the patient noted the reported meter displayed the 'apply sample ' icon despite proper blood sample application to the test strip. Following the use of the meter, the patient took his usual dose of insulin. Four hours later, the patient experienced the symptoms of lethargy and fatigue. He did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient's testing technique was correct and the test strips correctly drew in the blood sample. The issue was not resolved with troubleshooting. The meter, test strip and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms, without treatment, are not indicative of severe hypoglycemia or hyperglycemia. However, as the 'apply sample' issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.